Manufacturer narrative:
The s9 autoset device was returned to resmed for an investigation. A review of the device data logs could not confirm the occurrence of the device stopping. Performance testing could not reproduce the reported device stoppage. The investigation determined that there was no fault found with the returned device. The device was performing to specifications. Resmed's risk analysis for the use of this device remains acceptable. (B)(4).

Event description:
It was reported to resmed that a s9 autoset device stopped and the patient 's oxygen levels decreased. The patient was manually ventilated and intubated.

Manufacturer narrative:
Resmed has requested for the device to be returned so that an engineering investigation could be performed. The device has not been returned, therefore resmed is unable to confirm the alleged malfunction at this time. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that a s9 autoset device stopped and the patient 's oxygen levels decreased. The patient was manually ventilated and intubated.